Manufacturer narrative:
Conclusion: per procedure, a device history record review is not required as reported information did not indicate a potential manufacturing issue. Since the valve has been implanted for over 12 years, it is very unlikely that the reported issue was due to any potential manufacturing issue. The explanted device will not be returned for analysis. While the clinical observation cannot be confirmed, based on the received information, the leaflet motion probably was caused by pannus overgrowth and thrombus. The thrombus formation could have been due to the patient not complying with the prescribed anticoagulation therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 2 months post implant of this aortic mechanical valve, the device was explanted and replaced with a bioprosthetic valve for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the patient had subvalvular pannus formation, a non-moving valve leaflet, thrombosis, and emboli. The patient had a history of non-compliance with anticoagulation therapy. No paravalvular leak (pvl) was noted. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.